Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (patient result = 0.45 ng/ml vs. Expected result= <0.012 ng/ml) from a single patient sample processed on a vitros 5600 integrated system. For an unknown reason the customer questioned the higher than expected troponin result and the result was not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample while using the vitros 5600 integrated system. Although service actions were preformed, there was no indication that an instrument related issue contributed to the event. The sample may not have been processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. A pre-analytical sample processing issue or a troponin I es lot 1320 reagent issue cannot be ruled out as potential contributing factors.